Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case #mw5034903) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced "my periods became irregular, began to gain weight, periods began to increase in length from 5 to 7-10 days and became heavy with large clots, began to lose energy, breast would become tender for 3 weeks out of the month, abdominal pain, severe migraines, small cyst on my tube, uterus was enlarged, and diagnosed with adenomyosis." No info given on consumer's medical history and on consumer's drug history. The consumer's concurrent condition included nickel allergy. It was not reported whether the consumer received any concomitant medication. In 2008, the consumer had essure (fallopian tube occlusion insert) inserted. After implantation her periods became irregular and she began to gain weight. About two years later her periods began to increase in length, from five days to seven-ten days, and became heavy with clots. She began to loose energy. Her breast would become painful and tender for three weeks out of the month. She also started getting abdominal pain and severe migraines. In 2013, she had a partial hysterectomy, removing her uterus and fallopian tubes as well as the essure. Her post operative report indicated that she had a small cyst on her tube, her uterus was enlarged and she was diagnosed with adenomyosis. She was healthy and had no female issues prior to essure being implanted. She was not notified prior to implantation that essure had nickel. F/u received on 04/16/2014: after three f/u attempts, no response has been received.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs